Event description:
A caregiver (father) reported a "replace sensor" message upon scanning the freestyle libre 2 sensor. As a result, the glucose scans could not be obtained and the customer (child) experienced loss of consciousness due to hypoglycemia. The customer was treated with glucagon injection by parents and an ambulance was also called. The customer was transported to the hospital where she received IV glucose and was hospitalized for four days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (father) reported a "replace sensor" message upon scanning the freestyle libre 2 sensor. As a result, the glucose scans could not be obtained and the customer (child) experienced loss of consciousness due to hypoglycemia. The customer was treated with glucagon injection by parents and an ambulance was also called. The customer was transported to the hospital where she received IV glucose and was hospitalized for four days. There was no report of death or permanent impairment associated with this event.